Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2016. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the patient experienced an inflammatory reaction with swelling and wound dehiscence. It is unknown what medical treatment was indicated for inflammation and dehiscence. No further information was provided.